Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
On (B)(6) 2018, the patient had an orif right patella fracture, curettage of bone tumor to address the diagnosis of pathological right patella fracture. No mention of depuy components being implanted. On (B)(6) 2020, the patient had a revision of right knee to a high-concentration antibiotic spacer with debridement of previous extensor mechanism attempted reconstruction to address right knee infected arthritis, disrupted extensor mechanism. Depuy components were implanted during this procedure. The indications for surgery included that the patient developed an infection after an extensor mechanism repair in the distant past. On (B)(6) 2020 the patient had a revision right knee replacement, reconstruction of extensor mechanism with marlex mesh, to address failed right knee replacement, disrupted extensor mechanism. Competitor components were used during this revision. It was noted that the patient had a previous infection with a hole of his quadriceps tendon that required not only a knee revision, but application and insertion of the marlex mesh within the prosthesis. Doi: (B)(6) 2020. Dor: (B)(6) 2020. (Right knee).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to infection. Unk tibial insert, tibial component and femoral component revised. Date of implant: (B)(6) 2020; date of revision: (B)(6) 2020; (right knee).